Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 10802688 lot number 22079265 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19jul2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing separated from the drip chamber. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it appears we¿re still seeing multiple issues with IV tubing failures. IV gravity drip tubing tube dropped off drip chamber when hanging on hook. Happened twice this morning on two sets. I was able to take tube and push it on to clave. Tube did stay on through infusion and appears to not have been seated properly. Assessing tubing after it appears that it will stay seated. In a worst-case-scenario, if the tubing was placed and then fell off, it could leave the IV port open to the environment and create a bleeding situation on a paitent. One rn did see this happen once due to a similar equipment failure in a different facility.".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing separated from the drip chamber. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it appears we¿re still seeing multiple issues with IV tubing failures... IV gravity drip tubing tube dropped off drip chamber when hanging on hook. Happened twice this morning on two sets. I was able to take tube and push it on to clave. Tube did stay on through infusion and appears to not have been seated properly. Assessing tubing after it appears that it will stay seated. In a worst-case-scenario, if the tubing was placed and then fell off, it could leave the IV port open to the environment and create a bleeding situation on a patient. One rn did see this happen once due to a similar equipment failure in a different facility."